Event description:
A surgeon reported that during surgery, foreign material like lint was detected when injecting the solution into the pt's eye. The material was removed with tweezers during the same procedure. There was no harm to the pt. No further info is expected.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There has been one other similar complaint reported in the lot number. No further info is expected. (B)(4).